Event description:
Philips received a complaint by the respiratory physician on the v60 indicating that when preparing to use the ventilator for a patient, the device could not turn on normally and could not be used properly. There was no patient involvement at the time the issue was discovered; however, the patient's treatment was delayed as the device was immediately replaced with another device. The respiratory physician called technical support to report that when preparing to use the ventilator for the patient, the device could not turn on normally and could not be used properly. The maintenance personnel were notified for maintenance, and after an inspection, the maintenance personnel found that the power managment (pm) printed circuit board assembly (pcba) was faulty. The pm pcba was replaced for repair, and the device started up normally. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) hospital.